Manufacturer narrative:
Batch review performed on 17-dec-2020 lot 179946: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 20-apr-2023. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event

Event description:
The patient came in reporting pain 1 year and 3 months after the primary. The post-op x-rays indicated that the stem had too much offset. The surgeon revised the cup, head, and liner. The surgery was completed successfully. The cup was revised rather than the stem as it was easier to revise. The cup was medialized to reduce the offset.